Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shut down issue was verified. Based on the analysis, the alleged touch screen issue could not be verified.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the display was frozen on the "1-2-3 unlock" screen and was unable to be cleared. Additionally, it was reported that the pump unexpectedly shut down. Troubleshooting was unable to be performed as the display was frozen. Customer's blood glucose was 251 mg/dl at the time of the report. Customer confirmed that an alternate method of insulin delivery was available.